Manufacturer narrative:
Device analysis for the adaptor revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: model # 64002.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during an implantable neurostimulator (ins) replacement procedure, very high impedances were measured after a pocket adapter was connected. Impedances were measured to be around 30,000 ohms. The hcp had double checked impedances after programming the ins, but the impedances were still high. The hcp decided to replace the pocket adapter. Impedances were measured after the pocket adapter was changed and they were within normal limits, this adapter worked very well. The high impedances may have led to no stimulation from the system or no effect from the patient. The issue was resolved after replacing the pocket adapter.